Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The procedure was postponed due to a connection issue that occurred after a catheter was disconnected without using the eject button. Another catheter was used but the issue persisted. The issue was isolated to the system. There were no adverse patient consequences.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The field service report was provided and review noted that the system passed functional tests with no issues observed. The cause for the reported connection issue and subsequent delay remain unknown.